Manufacturer narrative:
It was not possible to match this event with any previously reported events.

Event description:
Literature: seijo f, saiz a, lozano b, et al. Neuromodulation of the posterolateral hypothalamus for the treatment of chronic refractory cluster headache: experience in five patients with a modified anatomical target. Cephalalgia. 2011;31(16):1634-1641. Doi: 10. 1177/033310241130264. Summary: this article reports the long-term outcomes of deep brain stimulation of a modified posterolateral anatomical target in five patients with refractory chronic cluster headache (cch). The new target avoided the lateral ventricle wall so as to extend the stimulated brain area and decrease the morbidity of potential hemorrhagic complications. All of the patients suffered from multiple daily attacks for more than two years. All patients became pain free immediately after surgery even with the stimulator not in operation, and after a transient period of efficacy of up to two weeks, needed repetitive adjustments to optimize stimulation parameters and maintain a prolonged effect. Results showed that after an average follow-up of 33 months, two patients remained pain free, two had >90% decrease in attack frequency and one had a 50% reduction in attacks. The authors concluded that stimulation of the modified target was effective in very refractory cch. Reportable event: patient 1, a (B)(6) female, experienced for the first time two typical cluster headache attacks on the contralateral side for a few days just after the implantation procedure. After 18 months, the patient experienced a reappearance of several daily cluster headache attacks. An x-ray showed a rupture of the intracerebral electrode. The electrode was replaced and the headaches resolved. At the patient's last follow-up at 38 months, the frequency of the patient's attacks and the need of subcutaneous sumatriptan decreased >90%.